Event description:
Customer reportedly obtained results of 258 mg/dl and 115 mg/dl on the compact system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.